Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that vessel dissection occurred. The indication of procedure was for a left ventricle lead implantation. During lv-lead implantation with the use of a 182cm mailman¿ guidewire a dissection occurred in one of the coronary veins. According to the implanting physician, this dissection could have been caused during the guidewire manipulation. Due to the challenging anatomy and dissection, the lv quadripolar lead could not be implanted. The energen dr f142 was finally implanted without any lv lead. The condition of the heart was checked by echo device immediately after the dissection, and no issues were found. No other interventions were done. No further patient complications were reported and the condition of the patient after the procedure was normal.